Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that during surgery the nail got stuck to the medullary canal. The 9mm reamer was utilized for the procedure which was the biggest. The reamer was not big enough and got to a point that the nail did not move forward and kept getting stuck on the bone. The connection screw reportedly had an insufficient thread and the nail detached from it. There was a reported delay of 2 hours. It was completed by removing the defective nail, the surgeon used a nail from another manufacturer.